Event description:
It was reported that during preparation for procedures, when the staff attempts to open the packaging, they are finding that it is very hard to open. The packaging is not tearing cleanly, causing them to compromise the sterility of the product.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is completed.